Event description:
The customer reported the following axsym bhcg results on a pt: sample #1 (06/23/00) 34 mlu/ml, sample #2 (06/28/00) 31 ulu/ml, sample #3 (07/10/00) 36 mlu/ml, sample #4 (07/17/00) 45 mlu/ml, sample #5 (07/29/00) 34 mlu/ml, and sample #6 (08/17/00) 43 mlu/ml. Sample #6 was tested using an alternate methodology (vidas) yielding a result of less than 2 mlu/ml. No treatment was given. There is no report or injury.